Event description:
It was reported that the patient presented to the clinic after receiving inappropriate therapies. Interrogation showed several episodes with oversensing, exit block and a decrease in sensing. As such, the lead was re placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.